Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of a peritoneal dialysis (pd) transfer set. This issue occurred during patient use of the device at the hospital. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d9, h3, h6. Additional information b5: information was received clarifying that the issue was a separation between the tubing and the twist clamp (previously reported as a separation between the female connector and the main body of the twist clamp). H10: the sample was received for evaluation with a white minicap on the dark blue connector. A visual inspection with the naked eye noted the silicone tubing was separated from the female connector/main body assembly of the twist clamp. There was evidence on the inside of the tubing indicating the tubing was connected to the female connector during assembly. The reported condition was verified. The cause of the condition could not be determined; however, the connection between female connector and the silicone tubing is a friction fit and not a solvent bond; therefore, a strong tug on the tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.